Event description:
On 10/jun/2024, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with abdominal pain. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain experienced at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella pneumoniae in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was observed not wearing a mask during pd setup and treatments prior to this event. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains symptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.